Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient had not had therapeutic effect since the new pump and catheter were implanted. The patient had no symptom relief. The patient had increased baseline pain. When the patient went back 30 days after implant, the surgical incision was not healed. At the time of this report, the patient had an infection and was told that the pump should be removed; the infection started in (B)(6) 2014. The physicians thought that the infection was there when they put the pump in. The patient didn¿t think that it ever completely healed up. It was hurting worse than it was before. The patient couldn¿t stand up long enough to fix a decent meal; she used a stool. As long as she sat down, she was fairly comfortable. But when she was up on her feet; ¿it¿s torment¿. The patient had taken two rounds of keflex; two month long rounds, but the infection persisted. "It takes a spell and runs yellow water all thru my clothes. I have to wear something over it all the time." The patient also reported that the pump was implanted down lower than the prior pump, but ¿he put it so low that it doesn't lay flat in the stomach. It pooches out and I can feel the top...that's where they think the infection is." The pump and catheter were explanted. The device system was delivering bupivacaine, baclofen, and dilaudid. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.